Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2014 to claim that the sensor was inaccurate once when compared to the fingerstick value on (B)(6) 2014. Patient's parent claimed that the device read low while the fingerstick value was 76. Patient's parent did not report any injuries or medical intervention at the time of contact with dexcom technical support.